Manufacturer narrative:
Section a3b patient¿s gender: the customer said they don¿t collect this information. Section a4, a5, a6, patient¿s weight, race, ethnicity: unknown/not provided. Section d6a, if implanted, give date: not applicable as the iol was removed and replaced during the same procedure. Section d6b, if explanted, give date: not applicable as the iol was removed and replaced during the same procedure. Therefore, not explanted. Section h3, device evaluated by manufacturer: the device was not returned for evaluation as it was discarded. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information. However, to date, it has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the johnson and johnson (jnj) intraocular lens (iol) had a smudge, like cloudy haziness located towards the center of the lens. The issue was noticed after the iol was fully inserted into the patient's right eye. The doctor felt the cloudy, hazy smudge may impact the patient's vision so they decided to remove it. The iol was replaced with the same model and diopter. There were no complications such as a capsule tear, vitrectomy or sutures. The patient outcome is unknown. No further information was provided.